Manufacturer narrative:
Zoll medical united kingdom evaluated the device: the device was put through extensive troubleshooting including stress testing without duplicating any malfunction. Review of the device history logs showed the device recognized a patient impedance through pads during the event, but the device was in lead ii view with no ECG cable connected to the patient; therefore, the ECG rhythm was not displayed on the monitor, CPR was being performed during the event but does not show the device ever being charged. If the charge button had been pressed, the lead view would have been automatically switched to pads view and the device would have charged and been capable of discharging. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to disharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.